Event description:
Portion of electrode peeled off upon insertion into shoulder joint. 5 minute delay, no adverse event to patient. Case completed with another coolpulse electrode. Retrieved portion of electrode from joint space. This occurred upon entry into tissue, however, mainly in joint space. Electrode had not been activated. Additional information. How was the procedure completed? With another same like device. What part of the electrode broke off? Black plastic distal end/tip of electrode cover what was used to retrieve the fragment? Arthroscopic grabbers. Did this failure extend the procedure time greater than 30 minutes? 5 minute delay. Do you have a picture to forward to us? No.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
The complaint device was received and investigated. Visual inspection revealed the device appears in used condition, the active tip shows signs of activation. There is evidence of tissue debris around the tip. The suction tube and the electrical cord have been both cut close to the handle and due to this, it was not possible to conduct electrical or functional test on the device. Under magnification, the distal tip was examined and the distal end of the shaft¿s insulation coating was damaged and slightly peeled, confirming this complaint. Visual observations of the shaft revealed multiple nicks and marks on the shaft consistent with coming into contact with sharp metal instruments. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Portion of electrode peeled off upon insertion into shoulder joint. A 5 minute delay, no adverse event to patient. Case completed with another coolpulse electrode. Retrieved portion of electrode from joint space. This occurred upon entry into tissue, however, mainly in joint space. Electrode had not been activated. Additional information: how was the procedure completed? With another same like device. What part of the electrode broke off? Black plastic distal end/tip of electrode cover. What was used to retrieve the fragment? Arthroscopic grabbers. Did this failure extend the procedure time greater than 30 minutes? 5 minute delay. Do you have a picture to forward to us? No.